Event description:
It was reported that stent damage occurred. The 70% stenosed target lesion was located in a coronary artery. A 3.00x16mm promus element drug-eluting stent was advanced for treatment. However, it was noted that the stent was lifted up and could not cross the lesion. The procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient was stable.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: promus element, mr, ous 3.00 x 16 mm stent delivery system was returned for analysis. A visual examination of the stent found that stent struts on the 2nd-4th proximal stent strut rows were damaged, with stent struts pulled and lifted. The undamaged stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. Stent damage most likely occurred during withdrawal attempts. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube shaft found no issues. A visual and tactile examination of the outer and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The 70% stenosed target lesion was located in a coronary artery. A 3.00x16mm promus element drug-eluting stent was advanced for treatment. However, it was noted that the stent was lifted up and could not cross the lesion. The procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient was stable.